Event description:
Customer reported that he experienced high blood glucose of 874 mg/dl and he was hospitalized. Customer reported he was also hospitalized for low blood glucose 14 mg/dl on (B)(6) 2014. Customer stated that both occurrences are due to the fact that the display screen on the insulin pump has a large black ink dot making it impossible for him to see the settings. Customer was treated at the hospital with insulin drip. Customer was advised that there is no return policy for that insulin pump model and to revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.